Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. Dizziness was noted. Reprogramming was performed. Patient status was stable.